Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that, during an operating room in service, it was difficult to verify a surgical drill with a left-angled drill attachment and bur. The manufacturer representative was able to verify the right-angled drill attachment without any issues. They changed burs and attachments but were unable to the verify the instrument consistently. There was no patient present when this issue was identified.